Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance from technical support on performing a pump reset, which resolved the error, and was instructed to wait 20 minutes before starting a new sensor session.